Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a polaris ultra ureteral stent was used during a ureteral stent implantation procedure in the ureter, performed on (B)(6) 2022. After the procedure, when the physician deployed the stent, it was noticed under a cystoscope that the pigtail was torn. The stent was removed and another polaris ultra ureteral stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: medical device problem code a0414 captures the reportable event of stent torn material inside the patient. Block h10: the returned polaris ultra ureteral stent was analyzed, and a visual evaluation noted that the stent has a torn in their first drainage hole. Additionally, the suture did not return. During functional test a use of a mandrel of 0.39" and this pass through the stent successfully without resistance. No other issues with the device were noted. The reported event was confirmed. According to the event description and findings during the device analysis was possible to observe that the stent was manipulated and it has the first drainage hole torn. This failure could have been cause due to an interaction of the device with the suture string. If the retrieval line is removed with excess force this could compromised the integrity of the device and could have cause the tear encountered in the first drainage hole, moreover, the suture could have get entangled and contribute to the failure such as manipulation or excess of force applied during it use in the procedure, causing the torn observed. Consequently, affect the performance of the device. Therefore, adverse event related to procedure is selected as the most probable root cause for the complaint. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a polaris ultra ureteral stent was used during a ureteral stent implantation procedure in the ureter, performed on (B)(6), 2022. After the procedure, when the physician deployed the stent, it was noticed under a cystoscope that the pigtail was torn. The stent was removed and another polaris ultra ureteral stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event.